Event description:
As reported by the edwards field clinical specialist, upon successful implantation of a 23mm sapien valve, moderate central aortic insufficiency (cai) was noted on tee, with only two of the three bioprosthesis leaflets functioning. The guidewire was repositioned but did not resolve the cai. Good apposition of the valve was noted, and the patient was stable throughout the procedure. An additional review of the tee images revealed that the sapien valve was positioned correctly and there was no native leaflet overhang. A second 23mm sapien valve was implanted 0.5mm more aortic inside the first valve. The result was no aortic insufficiency and all three bioprosthesis leaflets functioning. Additional investigation revealed the following: the native annular diameter was 22mm per tee; however, the physician was unsure of what size sapien valve to use due to the native aortic valve being oval in shape. The CT area measured 380mm2 with a chunk of calcium on the non coronary leaflet. The aortic root was mildly calcified. The initial sapien valve was positioned and implanted 50:50 across the native annulus. Per report, the perceived cause of the event was a non-functioning leaflet.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. A DHR review revealed that the device met manufacturing specifications prior to distribution. Per the instructions for use (IFU) valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In addition, the patient screening manual and the procedure didactic identify over expansion or asymmetrical deployment of the delivery balloon and inadequate coaptation of prosthesis leaflets as factors which could contribute to central aortic insufficiency (cai). The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper sizing of the transcatheter heart valve, taking into consideration the size of the patient and the degree of aortic calcification. The IFU indicates that for annular diameters from 18-22mm a 23mm sapien valve can be implanted, and for annular diameters of 21-25mm a 26mm sapien valve can be implanted. In this case, the native aortic annulus was oval in shape and had a diameter was 22mm by tee, with bulky calcification noted on the nc leaflet. The root cause of the non-functioning leaflet cannot be confirmed; however, a slow recovery in blood pressure post rapid pacing, in combination with a suggestion of slightly ventricular valve deployment (2nd valve was deployed more aortic and resolved the issue) may have caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.